Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of a 35 mm x 40 mm thoracic aortic dissection. The neck was 25 mm in diameter. It was reported that at the time of the initial implant the dissection remained and treatment was performed by implant of additional talent stent grafts 30/26/113 and a 26/26/50 approximately two weeks later and the patient recovered. This was assessed as not product or procedure related. At approximately 23 months post implant, there was a type ia endoleak; however, there was no aneurysm enlargement (measured 36 mm in diameter) and the patient decided to monitor the patient. It was also noted that the 30 day follow-up and 12 month follow-up diagnostic imaging CT showed the maximum aneurysm diameter was 35mm. The 24 and 36 month follow-ups were not performed as the patient did not show up for the visit. The physician commented that the dissection remained after the initial procedure which required additional treatment at a later date. As the dissection was a pre-existing condition there was no causality with the device. The type ia endoleak was confirmed; however, the aneurysm diameter was not confirmed to have had enlarged so the decision was made to monitor the patient.

Manufacturer narrative:
(B)(4). Stent graft was implanted in a patient with a pre-operative dissection.